Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon broke while inside the patient. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon broke while inside the patient. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. It was reported that the device was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilatation procedure. It was noted that the balloon suddenly deflated when dilated to 18.5mm while inside the patient. The procedure was completed with another 18-20mm balloon.